Event description:
It was reported by the customer that the device was displaying an illuminated service indicator and had an error code in memory that indicates a potentially critical failure. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The biphasic module pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.